Event description:
It was reported that during a da vinci s hysterectomy procedure, the site experienced system error code #23. The site contacted intuitive surgical, inc. (Isi) for technical support engineering (tse) assistance. The site stated to the tse that they restarted the system prior to contacting isi. Review of the site's system logs found system error code #23 occurred and was associated with the endoscope camera manipulator (ecm) arm. The site indicated to the tse that they were going to continue with the case. Approximately 20 minutes later, the site called technical support back and reported that system error code #23 recurred and when they restarted the system, the light emitting diode (led) was not lit and system error code #297 occurred. The surgeon made the decision to complete the surgical procedure using traditional open surgical techniques.

Manufacturer narrative:
The investigation conducted by field service engineering was unable to replicate the system error code #23 and #297 during initial testing of the system. However, when the fse used force against the endoscopic camera manipulator (ecm) he was able to generate system error code #23. The fse exchanged the embedded serializer set up joint (essj) and noted that the ecm slightly moved up and down independently. Upon further inspection, the fse found that the mounting bolts were not installed in the ecm. The fse concluded that the system error code was likely generated due to the ecm movement. The system was repaired by installing the bolts and replacing the essj. The embedded serializer for setup-joint is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. During the fse investigation, system error code #23008 was generated while testing the system. The fse concluded that the system error code #23008 was associated with the patient side manipulator (psm) arm #2. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error codes #23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. System error code #297 appears when the system detects that an electronic component was reporting an incorrect configuration. Upon determining the condition, the system records the fault and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23008 appears when the da vinci si safety system determined that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer) were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a "recoverable safe state". The essj and psm #2 were returned and evaluated. During functional testing of the essj on a test system, system error code #23 was replicated, as the essj failed a wheel communication test. Functional testing of the psm was unable to replicate system error code #23008 that was generated during the fse's field investigation. The psm passed sine cycle, sensor and friction testing. As a precaution, the #4 potentiometer was replaced. This complaint is being reported due to the following conclusion: the surgeon converted the da vinci surgical procedure to open surgical techniques after experiencing multiple system error code occurrences.